Event description:
Procedure: lap gastric bypass. According to the reporter: the surgeon claimed that the stapler did not fire while stapling the gj. The surgeon had to go in and hand sew the anastomosis, and the surgeon is "worried for the pt." The case ended up taking an extra 5 hours. Current patient status: pending.

Manufacturer narrative:
Date initial report sent: 9/28/2007.